Event description:
A patient was implanted with a biventricular pacemaker (bi-pm) and atrioventricular node (av node) ablation were performed on (B)(6) 2025. The next day, the patient¿s heart rate was low. Upon interrogation, the right ventricle (rv) lead was found exhibiting high threshold and the chest x-ray performed had showed the rv lead was dislodged. The left ventricle (lv) lead was also found exhibiting high threshold and intermittent capture. The patient was brought to the laboratory for rv lead revision procedure and the physician had repositioned the rv lead successfully on (B)(6) 2025. Additionally, the lv lead was reprogrammed by increasing the pulse width and output. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
New information received that the left ventricle (lv) lead allegation of malfunction is on serial number (B)(6) not serial number (B)(6), d4 and h4 information was updated.